Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48967. It was reported the patient was no longer receiving effective therapy. As a result, surgical intervention was undertaken wherein an additional lead was implanted. Surgical intervention addressed the issue.